Manufacturer narrative:
The returned generator was extensively tested, specifically the keying and activation circuits and were found to function normally and wihtin specificatons. A change has been incorporated to improve the reliability of the keying circuitry. This cahnge includes modifying the pcb assembly by adding 4 capicitors across hand and acc connectors. As a preventative measure, these componants have been replaced along with the +5v and +12v bridge rectifires.

Event description:
The customer reports that the generator is self activating. No injuries occurred. The generator was tested in the biomedical dept and found to shut itself off and then power on after 10 mins to one hr. The regulators were changed. But continues to experience problems.